Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board, 3-way solenoid valves, in-line filters and machine flow sensor were replaced to address the issue.